Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had a "battery indicator" issue. The patient indicated that the alleged issue started on an unspecified date/time during the beginning of (B) (6) 2010. A couple of weeks after the issue began, the patient claimed that he developed a symptom of dizziness due to not being able to test. On (B) (6) 2010, the patient claimed that he received insulin treatment (unknown type/dosage) from a healthcare professional (hcp) because of the alleged issue. The patient's blood glucose was tested on a doctor's/clinic's meter but the result obtained was not provided. Through troubleshooting, the customer service representative (csr) determined that the meter's battery did not have to be replaced. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received insulin treatment from a hcp about a month after the alleged issue began.